Event description:
The customer called and reported experiencing high blood glucose of 517 mg/dl. Customer treated with the insulin pump with a bolus. During troubleshooting, the drive support cap appeared normal. The bolus history and known settings were accurate. The customer was advised to change entire set, reservoir, and insulin. The customer checked her blood sugar again following troubleshooting, and her blood glucose went down to 417 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.